Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The polarx balloon catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the error "the console detected blood in the catheter" appeared. The error was resolved by exchanging the catheter. The procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.